Event description:
During an initial implant procedure, the stylet was unable to be retracted from the right ventricular (rv) lead. The rv lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of difficulty retracting the stylet from the lead was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped and bunched up inside the inner coil at the connector region. The cause of the reported event was isolated to the bunching of the stripped stylet ptfe coating inside the inner coil at the connector region. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.